Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during surgery the footprint ultra pk anchor fell off, the surgery was completed using a back-up device, it is unknown if there was any surgical delay and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. All the barbs on one side of the anchor have been fractured away. The retention suture was not returned. The insertion device had no visible defect. Bio debris was present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force). Based on this investigation, the need for corrective action is not indicated.